Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had flashing display. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. The customer reported that they have pump issues to where her pump won¿t suspend her insulin and the pump is turning off on its own and then turning back on and the screen is flashing. The customer was advised that the pump will need to be replaced. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. No flashing display during testing. Device suspend mode functioning properly.